Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no serious patient harm or injury that occurred or was reported. The distributor replaced the cooling fan, the active exhalation control module valve and system board fio2 cable to address the issue.